Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's wi-fi kit for their merlin transmitter was burnt. The product was replaced to resolve the event and there were no patient consequences.